Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "recurrence of inlay dislocation after tep implantation on (B)(6) 2021. First dislocation of the inlay on (B)(6) 2022, on (B)(6) 2022 change of the inlay, on (B)(6) 2022 another inlay dislocation occurred during deep bending. Intraoperatively, no inlay could be inserted in a stabile manner in the implanted cup." Doi: (B)(6) 2021. Dor (1st): (B)(6) 2022. Dor (2nd): (B)(6) 2022. Unknown side.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Based in the visual examination of the part, the disassociation event could be confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted five ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/11/2022 3) any anomalies or deviations identified in DHR: no non-conformances nor deviations. 4) expiry date: 12/2026 5) IFU reference: 090200701 rev. T. Device history review : a manufacturing record evaluation was performed for the finished device (122132050/jr5142) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was a squeak noise in the area of the left hip without pain. The patient reports that she has bowed and that the noise has been present since then. Affected side is the left hip.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was received for examination. Based in the visual examination of the part, the disassociation event could be confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted five ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: 40 2) date of manufacture: 01/2022 3) any anomalies or deviations identified in DHR: no non-conformances nor deviations. 4) expiry date: 12/2026 5) IFU reference: 090200701 rev. S or t device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device (122132050/jr5142) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Based in the visual examination of the part, the disassociation event could be confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted five ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/11/2022. 3) any anomalies or deviations identified in DHR: no non-conformances nor deviations. 4) expiry date: 12/2026. 5) IFU reference: 090200701 rev. T. Device history review: a manufacturing record evaluation was performed for the finished device (122132050/jr5142) product and lot numbers, and no non-conformances were identified.